Event description:
It was reported that a laparoscopic myomectomy was performed on a pt in 2002. The surgeon removed a large 7 to 8 posterior myoma and 3 subserosal myomas. The procedure took approx 5 hrs. At the end of the procedure 300ml of integrel was instilled. The following day the pt had some nausea and abdominal pain. Pt was ultimately discharged from the hosp, but returned 6 days later with complaints of abdominal distension, pain, and ileus. A CT scan revealed fluid retention. Maximum temp was 100.2 degrees. Maximum white blood cell count was 9300. At the time of admission the pt's potassium was low and this was corrected. The pt's symptoms resolved 5 days later and pt was discharged to home. Repeat CT scan prior to discharge showed the persistence of fluid.